Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the review of an x-ray revealed abnormal positioning of the leads due to a possible twiddler syndrome. The physcian noted that the patient is not interested in having a surgery at this time. The leads remains implanted.